Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension. Product ID neu_ unknown_ext, serial# unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they switched to a rechargeable implantable neurostimulator (ins) on (B)(6) 2018 and the patient then experienced impaired dbs effect. On (B)(6) 2018 impedance measurements were performed which showed high electrode impedances for all contacts for all contacts, right brain electrode. Both extension cables were replaced on (B)(6) 2018.